Event description:
Handle disengaged from offset guide as devices were being withdrawn from the pt's surgical site. Rep also reports "shedding" from either the offset aimer or the guide pin, but he is unable to determine which item was shedding and also did not have part numbers and lot numbers.

Manufacturer narrative:
The device has not been received by s&n for eval. (B) (4)